Event description:
It was reported that the user was transitioned by insurance to a freestyle libre 3+ sensor that was started with the libre app, after which the sensor could not connect to the ilet bionic pancreas after pairing was initiated on the libre app. No clinical signs, symptoms, or conditions were reported. Outcomes included successful education on sensor setup with no health impact. User support included remote troubleshooting and verification of a firmware update. Investigation of this case revealed that the cgm was already in use by another device and that the ilet required a firmware update to enable the correct cgm selection and pairing. It was concluded, based on previously established findings for similar reports, that user setup and configuration contributed to the connectivity issue, resolved through standard troubleshooting.